Manufacturer narrative:
Received customer pictures and samples. Based upon the customer pictures, the complaint is confirmed. Please refer to recall 25-705.

Event description:
In complaints (B)(4), the customer reported tubes with no gel separator inside.